Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue damage appears to be related to procedural circumstances associated with re-positioning the clip. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The other clips referenced will be filed under separate MFR #s.

Event description:
This is filed to report tissue damage during use of the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. An xtr clip delivery system (cds) (90919u102) was advanced to the mitral valve and grasping was performed but the clip became stuck with the leaflet as the clip was too long for the medial section of the valve. Troubleshooting was performed, and the clip was freed. The physician decided to use a smaller clip and the xtr cds with clip was removed. An ntr cds (90627u382) was advanced and grasping was performed successfully but it was decided to move the clip more lateral which caused a flail and a chord to tear. The gap then became too large for the ntr clip to treat. The ntr clip was not deployed and removed. An xtr cds (91015u210) was then advanced to the mitral valve and the clip was deployed successfully capturing the flail; however, echocardiogram noted that the clip had more movement than usual but remained attached to both leaflets. An xtr clip (91204u284) was deployed to stabilize the clip movement. Two clips implanted, reducing mr to 3-4. No additional information was provided.